Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). During surgery, it was discovered that the ipg was upside down and was flipped. Program optimization was successful postoperatively. The explanted device not able to be returned due to hospital policy.